Event description:
It was reported that the xience prime was unable to cross the heavily calcified proximal left circumflex coronary artery, despite several attempts to reach and cross the lesion. The hypotube of the stent delivery system (sds) was partially broken outside of the patient anatomy. The sds was removed from the patient in one piece without resistance. Another xience prime was successfully implanted in the distal left main artery. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded is not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Correction: xience prime was not implanted.